Event description:
The manufacturer received information from the hospital alleging the power source suddenly switched to the detachable battery while the trilogy o2 device was on ac power. The customer alleged that an ac power disconnect alarm had occurred at the time of this issue. The device was replaced with another device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy o2 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the power supply printed circuit assembly (pca) had caused the issue to occur on the device. In conclusion, the device's power supply pca was replaced to address the issue. The root cause is confirmed at this time.